Event description:
It has been reported to philips that the system did not start up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and identified the host pc did not start at boot up, preventing the whole system from booting up. To resolve the issue, the fse replaced the host computer and the hard drive. The system was returned to use in good working order and ready for clinical use. The host pc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.